Event description:
The biomedical engineer (bme) reported that central nurses station (cns) was not showing the ECG heart rate (hr) values when the transmitters were being used in hi-q view. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that central nurses station (cns) was not showing the ECG heart rate (hr) values when the transmitter was being used in hi-q view. However, the transmitter was showing the values. Bme resolved the issue by monitoring the transmitter by itself and changing the leads. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as an attempt to obtain the information was made, but none was provided. A2 - a6 b6 b7 attempt #1 06/22/2023 emailed bme for all items under the no information section and the concomitant medical devices. The bme responded with the concomitant medical devices used but no patient information. Additional device information: d10 concomitant medical devices: the following devices were used in conjunction with the cns: transmitter: model #: zm-531pa. Serial #: (B)(6) . Device manufacturer data: 23/12/2021. Unique identifier (UDI) #: (B)(6) . Returned to nihon kohden: na . Org: model #: org-9110a. Serial #:(B)(6). Device manufacturer data: 26/08/2021. Unique identifier (UDI) #: (B)(6). Returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that central nurses station (cns) was not showing the electrocardiogram (ECG) and heart rate (hr) values when the transmitter was being used in hi-q view. However, the transmitter was showing the values. The bme resolved the issue by monitoring the transmitter by itself and changing the leads. No patient harm was reported. Investigation summary: as a result of the investigation, it was confirmed that the phenomenon could be reproduced when on the hiq-view function of the bedside monitor g5/g7. When switching the 6-electrode leads and the 3-electrode leads for the ECG of the zm transmitter, the g5/g7 operated to set the lead I to the chest leads (c1, c2). The correct behavior is to set one of the v1 to v6 leads for the chest leads (c1, c2). Although the customer reported that the hiq-view function was not used when the phenomenon of the 1st issue happened, it could not be identified from the log information because the log information didn't include the history of when the phenomenon happened. The cause was identified as the software of the g5/g7 monitoring unit when using the hiq-view function. Nkc plans to implement a countermeasure for the issue in the next g5/g7 monitor's software version, (B)(6), estimated to be released in (B)(6) 2023. To prevent the reoccurrence, update the g5/g7 monitors software once the countermeasure software is released. The issue will continue to be monitored and will be reassessed after the release of the next software version. Attempt #1 06/22/2023 emailed bme for all items under the no information section and the concomitant medical devices. The bme responded with some of the concomitant medical devices used but no patient information. Additional device information: d10 concomitant medical devices: the following devices were used in conjunction with the cns: transmitter: model #: zm-531pa serial #: (B)(6) device manufacturer data: (B)(6) 2021 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Org: model #: org-9110a serial #: (B)(6) device manufacturer data: (B)(6) 2021 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. G5 or g7 monitoring unit: (unknown which device was used) model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that central nurses station (cns) was not showing the electrocardiogram (ECG) and heart rate (hr) values when the transmitters were being used in hi-q view. No patient harm was reported.